Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys brahms pct results from 2 samples from the same patient tested on a cobas e 411 immunoassay analyzer. For sample 1 the initial pct result from a microcup was 24.25 ng/ml with a repeat result of 10.89 ng/ml from a hitachi cup on (B)(6) 2018. On (B)(6) 2018 for sample 2, the initial pct result from a microcup was 11.99 ng/ml with a repeat result of 3.46 ng/ml also from a microcup. The customer also supplied the following pct results for what is believed to be the same patient, but it was not clear if all the results were from the same patient. If the results were all from the same patient it was also not clear which sample from the patient they were from. Clarification has been requested. On (B)(6) 2018 a pct result of 25.50 ng/ml was obtained. On (B)(6) 2018 a pct results of 8.40 ng/ml, 2.14 ng/ml, 7.60 ng/ml, and 7.69 ng/ml were obtained. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The customer was using microcups and product labeling states to not use microcups. The pct reagent lot was 302975 with an expiration date that was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation determined the off-label use of microcups when running the tests caused the issue.